Event description:
Per the clinic, the patient developed a hematoma at the implant site and the site was drained using fine needle aspiration on (B)(6) 2025. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report attached.